Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
He device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. Upon initial inspection of the pod, a tear was observed where the exposed needle tip was puncturing the exposed portion of the soft cannula. During the investigation a leak test found fluid leaking through the observed tear. It cannot be confirmed when this damage occurred. The download data from the returned device shows no timeouts or alarms that would indicate a failure to deliver insulin.